Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 00630505036, xlpe liner, 61379632. The 00801803602, cocr femoral head, 61357236. The 00620005422, trilogy cup, 61316054. The 00771301000, modular femoral stem, 61346509. The 00625006525, bone scr 6.5x25 self-tap, 61412713. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06209. 0001822565-2017-03500. 0002648920-2017-00542. 0001822565-2017-06210.

Event description:
It was reported by legal counsel that the patient underwent a left hip aspiration due to a lump around her left buttock that had enlarged causing sleep and functional impairments. It was noted that the fluid was discolored, thick, and difficult to aspirate. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown versys 12/14 tapered cobalt-chromium +0, 36 mm femoral head m/l taper with kinectiv neck implant size r1. Unknown m/l taper with kinectiv stem, press fit, plasma sprayed, size 5. Unknown trilogy acetabular shell with cluster holes porous, 54 mm od. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03500.

Event description:
It was reported patient underwent an aspiration of fluid in the left hip approximately 1 year post-implantation due to fluid collection in the left buttock. During the procedure, 4 ml of fluid was aspirated and noted to be ¿discolored, thick and difficult to aspirate¿. Follow up with patient approximately 2 weeks post aspiration showed no growth and no malignancy that could be seen on pathology. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.